Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he backed up the positioned implant approximately one centimeter. No implants were removed. The status of the patient following the revision procedure is not known.